Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported adverse event this peritoneal dialysis patient has experienced. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During initial drain, prior to initiation of treatment, the patient received 2 "mid drain alarms" on the cycler. He stated he was being treated for a "stomach infection" and taking "pills for stomach pain." During follow up with the peritoneal dialysis nurse it was learned the patient was being treated for peritonitis at the time of the complaint. The patient was hospitalized for peritoneal dialysis catheter removal and is now receiving hemodialysis. A search of the complaint database did not reveal any complaints for leaks during treatment in the 7 days prior to this event. The patient stated to the nurse that sometimes he does not wear his mask or gloves during treatment.